Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue; "sounds like it is powering out or powering down." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2015 with the following findings: during investigation, the pump would not power on and was completely unresponsive. Further testing could not be completed. The complaint of an audio tone issue was not able to be adequately investigated due to the unresponsive pump. The unresponsive pump issue was reported under medwatch report number 2531779-2015-28636. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).